Manufacturer narrative:
There was not enough information provided to perform the investigation. No lot/batch nor serial numbers of the handpiece and cavitron insert involved were provided. Product was not received and DHR not able to pull since not enough information was provided. Handpieces and cavitron inserts are tested 100% in the manufacturing floor, so there is not enough evidence to say that there was an issue in the manufacturing floor.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
"Item was being used for scaling and was overheating. No patients were harmed" complaint reference (B)(4).